Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem and will continue to monitor to determine if further actions are required..

Event description:
On (B)(6)2010, the patient began peritoneal dialysis (pd) treatment. On an unreported date in (B)(6)2010, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6)2010, the patient was diagnosed with peritonitis. On (B)(6)2010, the patient was hospitalized for the peritonitis. On that date, an effluent culture and effluent analysis were performed (samples taken prior to antibiotic therapy). The culture was negative for growth. On (B)(6)2010, the patient was treated with meropenum 1 gm intraperitoneally (ip) daily, tozad 1 gm ip daily, and amikacin 250 mg ip daily. The patient was discharged from the hospital on (B)(6)2010. On (B)(6)2010, meropenum, tozad and amikacin were discontinued. The peritonitis was considered resolved the same day. Event outcome was unknown for the break in aseptic technique. Pd therapy continued. Concomitant medications were not reported. The reporter considered the event of peritonitis unrelated to pd therapy. No opinion of causality was provided for the event of break in aseptic technique. Per the reporter, the cause of the peritonitis was a break in aseptic technique.